Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and found that the software crashed, due to which system was unable to boot up. A review of system log files revealed a gap in the entries between the initial system startup (on the 8th of september 2025) and the software reinstallation conducted by the engineer (9th of september 2025). This is synonymous, although not conclusive, of a start-up failure of the system caused by a restart loop. The fse resolved this issue by reloading the software and performing backup restore. Following replacement, the system was returned to service in good working order. The codes have been updated based on the investigation's outcome.